Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. Patient complained about four infusion sets fell off during use. Event took place on (B)(6) 2024. The infusion sets were in use for two days. Patient replaced infusion set and resumed insulin succcesfully. No further information available.